Event description:
It is reported that the patient's insulin pump was displaying button error. Patient's blood glucose level is 123mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
No button error alarm was noted. The act and escape buttons did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.